Manufacturer narrative:
The events/therapy occurred ¿a few weeks back" (from the date range of (B)(6)2019). (B)(4). The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink luer activated valve (extension) sets leaked. The leaks were observed at the hub where the angiocatheter and extension set were connected. The events were observed either pre-operatively after the IV was inserted and prior to the patient receiving a regional block, in the operating room, or post-operatively. Both 20 and 22 gauge angiocatheters were used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured between 14nov2018 and 15nov2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.